Manufacturer narrative:
Meter and test strips were not returned for evaluation. Most likely underlying root cause: mlc-18: user has high glucose value note: manufacturer contacted customer in a follow-up call to ensure that the customer's condition improved - unable to establish contact with customer at this time. No product notification letter sent since no customer address on file.

Event description:
Consumer initially reported complaint for e-5 error code. During the call, a blood test was performed by the customer and produced test result of hi using meter. The customer¿s expected fasting blood glucose test result range is 180 mg/dl - 250 mg/dl. At the time of the call the customer reported feeling symptoms of blurry vision, fatigue and excessive urination. Medical attention was not required at the time of the call. The product is stored according to specification in the bedroom. The test strip lot manufacturer¿s expiration date is 10/31/2020 and test strips were opened one week ago. The customer was not concerned with previous readings or the hi; customer had stated she was frustrated that she was not getting a result and wanted to know what her blood sugar was. Customer stated that she had been advised her blood sugar would increase due to chemo pills she is taking. The meter memory was reviewed for previous test result history: (B)(6).

Manufacturer narrative:
Internal report reference number: (B)(4). Sections with additional information as of 11-may-2020: h6: updated FDA's method, result, and conclusion codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested and passed. Corrected sections as of 11-may-2020: b2: adverse event report is being submitted due to symptoms related to diabetes - blurry vision, fatigue, and excessive urination. H1: type of reportable event corrected from "malfunction" to "serious injury". H3: device was returned to manufacturer for evaluation corrected from "yes" to "no".